Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5_12.6, -10.50 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2019. Refractive surprise and pupil hyper reaction was observed. Lens was removed on (B)(6) 2019. Reportedly "due to the pupil hyper reaction, patient was complaining about quality of vision." Lens was removed. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found no visible damage to the lens. H6 - patient code 2137 should have been included in initial MDR claim#:(B)(4).